Event description:
The esu is used 2-3 times a day, 5 days a week. In that time, over about a year and 1/2, the staff have had 3 minor burns/shocks, when a staff member touched the patient. The biomed cannot find anything wrong with the esu. This report is for the second event.